Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. Bleeding, localized infection, and drive line infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. This document also cautions the patient to avoid pulling on or moving the drive line at the exit site. Pull on or moving the drive line can been the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced a significant pull on the drive line and there was some bleeding. There were no signs of infection. The patient was encouraged to wear a vest instead of a neck bag in order to minimize pulls on the drive line. Prophylactic antibiotics were started. The patient was stable following the event. The event reportedly resolved on (B)(6) 2019. No further information was provided.